Manufacturer narrative:
Test strip lot # 1020214287, expiration date: 10/31/2016, control solution lot # none. Per label copy/ package insert: -unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
(B)(6) called in concerned about consumer's high bg results. Results in question were obtained directly from the meter memory. (B)(6) 2015 @ 10:06 am bg 203 mg/dl. Consumer felt bg result was too high and was taken to the ER by his wife consumer was tested at the hospital, lab test - (B)(6) 2015 @ approx. 2:45pm bg 96 mg/dl (lab result). Consumer was given a juice and released without any treatment.